Event description:
Customer's mother reported that her son's sensors were not working. She stated that the transmitter does not blink when he is connected to the sensor. The son's blood glucose was 490 mg/dl. The mother stated the son's blood glucose was treated with a bolus delivery. The customer was advised to call back if communication was not established. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.